Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. There were two needles that were received for investigation. Upon receipt of these two needles, it was noted that one of the needles had a detached syringe port from the slider housing and there was evidence of glue on the detached part. The other needle had a separated slider houring at the grey rings. In addition, there was evidence of physical damage on the devices. The cause of the user's experience cannot be determined at this time. The devices were returned to the original equipment MFR (OEM) for further investigation. If any relevant information becomes available, a supplemental report will follow.

Event description:
The hospital reported that two aspiration needles failed during an endobronchial ultrasonography. The first needle came apart where the suction syringe attaches at the top, when the therapist was removing the syringe, the second needle came apart at the grey rings when the therapist was removing the needle from ebus. The procedure was completed with another aspiration needle. There was no pt injury reported.